Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2003 by using aml-p via tha. It was reported that the revision surgery was scheduled to be performed (date of revision surgery was not fixed yet) by replacing the liner (p/n: 123946500) due to wear of the liner caused by deterioration over time. No further information is available.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.